Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed detached plastic distal end cover could not be determined, however, the issue was likely the result of component failure due to repetitive use stress and or external factors. Additionally, a definitive root cause of the observed corrosion at the bending section plastic cover and at the device objective lens could not be determined, however, the issue was likely the result of insufficient device cleaning/reprocessing and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the cysto-nephro videoscope was found to exhibit a detached distal end plastic cover. Additional it was observed that the bending section plastic cover and the device objective lens exhibited corrosion. There was no patient involvement, and no harm was reported as a result of the event.